Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the allergist tray bd precisionglide¿ permanently attached needle syringes from this lot had needles bent and stabbing through the cap.

Manufacturer narrative:
H.6. Investigation summary: customer returned 5625 1ml, 13mm, 27g bd allergy syringes (100 in open trays, 5525 in sealed trays) in shipping cartons from lot # 7226827. Customer states that the needles were bent and stabbing through the cap. Thirty out of 100 syringes in the open trays as well as thirty out of 5525 syringes in the sealed trays were examined and one syringe from a sealed tray exhibited the cannula through the shield, exposing the cannula. A review of the device history record was completed for batch #7226827. All inspections were performed per the applicable operations qc specifications. There were two notifications noted for needle through shield. There were three notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.